Event description:
Meter name: one touch ultra, strip name: lifescan one touch ultra strips, meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: nauseated. A pt reported that pt received a shot of insulin at their dr's office. Their meter allegedly was giving an error message. Error message is unk. Pt was unable to test on their meter. The result on the dr's meter was 412mg/dl. The time difference between pt's meter and dr's meter was unk. Treatment was insulin shot. Their dr changed pt's medication from glucophage to glucotrol 10mg 1 pill/day. No further info has been reported.